Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿

Event description:
A 76 year old female of unknown race presented for impella support after repeated events of coding. The user facility reported that the patient developed an access site bleed during impella support. The patient was provided multiple units of blood and an additional stitch was placed at the groin site to treat the bleed. Patient support continued following the event.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that use issue was the most likely cause of the access site bleeding. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support:¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿